Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist had the centrifugal system plugged in (between cases) and the green light does not come on. The perfusionist stated the battery was not charging. There was no pt involvement.